Manufacturer narrative:
Exemption number: e2014018. The device has not been returned for evaluation; therefore investigation results are not available. If new information becomes available, a supplemental report will be sent.

Event description:
It was reported that, during drilling of the parietal bone with a competitor's blade, the motion of blade did not stop despite the blade finished drilling the bone. Therefore, parenchyma of the brain was damaged. Additionally, the blade was detached from ga822 when the surgeon pulled out of the skull. It was reported that two drills (item number ga822) were possibly used during the procedures; it is unknown which of the two drills caused the event being reported. It was reported that this issue has occurred on 4 separate occasions, with each occurrence having two drills involved, with no confirmation of which drill caused each event; therefore, a total of 8 medwatch reports are being reported to accommodate 4 events with 2 drills per event. All medwatch reports associated with these devices and events include the following: 9610612-2018-00411, 9610612-2018-00436, 9610612-2018-00437, 9610612-2018-00397, 9610612-2018-00420, 9610612-2018-00421, 9610612-2018-00431.

Manufacturer narrative:
No product is at hand. The device history records have been checked and found to be according to the specification valid at the time of production. There is no indication of a manufacturing error. One similar complaint registered against the same lot number (52378014). The failure is most probably not product related. Rationale: due to the fact that we did not receive the product, an investigation could not take place. A local test was executed in (B)(6). No failure or abnormalities could be detected at the perforator driver. Therefore we assume that most likely a handling related failure and/or a defective tool led to the described issue. In general, the complaint states that the "blade did not stop". This failure does not stand in direct correlation with the provided perforator driver, hence the tools should be checked by the hospital. A competitor's tool has been used. No CAPA is necessary. Corrected data: corrected date of the event from (B)(6) 2018 to (B)(6) 2018. Corrected manufacturing site address due to erroneous initial entry. Corrected device manufacture date from 11/20/2017 to 11/30/2017. (B)(4). Corrected usage of device to "reuse"